Event description:
Spontaneous call from pt asking how to program his pump. After trying to figure out what was going on, determined that the pump he's using lost programming and he said that he never put batteries into the back up pump when he got it on (B)(6) 2021. He stated that he sent his old pumps back over a week ago. I asked him if he loaded a cartridge and he said yes, but that there was no start delivery option on the home screen and the top option was set up. Pt is due for cartridge change right now, no back up pump available. Told him that he needs to go to the hospital right now, he said he had to go later today for some tests. Stressed the importance of him going right now since he was in the middle of a cartridge change and not getting any medication - he said ok. Overnighting 2 new pumps to him. Pump serial numbers were not provided. No further details known at this time. Did the patient have a backup device they were able to switch to? No. Was the patient able to successfully continue their infusion? No. If no, what was the patient instructed to do in able to continue their infusion? Go to the hospital immediately. Is the infusion life sustaining? Yes. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we [MFR] replace device? Yes. Reported to (B)(6) by: patient/caregiver.